Event description:
During the initial implant procedure, the atrial lead dislodged multiple times when attempting to position the lead. After repeated attempts to place the lead, the helix of the atrial lead would no longer extend. The atrial lead was explanted and replaced to resolve the event. The patient was in stable condition.